Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: tests indicate an intermittent loose connection within the da-mc cable resulting in a spi bus failure. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the device vent inop, da pcba adc failed occurrence. No patient involvement reported.

Event description:
The customer reported the device vent inop, da pcba adc failed occurrence. No patient involvement reported.